Manufacturer narrative:
The investigation into the aic - power on issues/blank screen has been completed since the original report was filed. The console was returned and tested after arriving in fs. The failure mode was not reproduced consistently. Upon turning on the aic with the ac power, the console screen was stuck on a white screen and was unable to boot up. The root cause for the intermittent boot-up issue was not determined due to the failure mode no longer reproducing during testing to narrow down a root cause.

Event description:
The user facility reported that an automated impella controller (aic) failed to move past the blue screen when powered on. There was no patient harm, and the device was removed from service as a result of the failure.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.